Event description:
From incident reported this week: at end of surgical procedure to the left lower eyelid, doctor asked for "maxitrol" ointment to be put in the eye. The scrub thought the doctor said "mastisol" and put a drop of mastisol on the lower lid incision. Anesthesiologist immediately noticed and questioned the action. The eye was then irrigated with copious amounts of bss and any debris swabbed with q-tips. Cornea looked clear with no evidence of redness to the sclera. Ophthalmic ointment was put in the eye with a light eye pad patch. Surgeon was notified and the situation fully described to him. Manager comment - discussed event with assigned staff involved. At the end of the case, our new cst scrub, repeated verbal order back to the surgeon "mastisol" and the surgeon replied "yes". The preceptor scrub rn, had her back turned from the surgeon and did not hear the initial order from the surgeon. Surgeon left the room prior to the application of the mastisol per cst. The anesthesiologist questioned the action. Staff immediately irrigated wound and notified the surgeon. Post-op opthalmic ointment applied and transferred to pacu. As far as I have been able to determine, there was no harm to the patient. (B)(6).